Event description:
It was reported that the patient presented for a routine generator replacement procedure. It was noted that difficulty was observed pulling the right ventricular (rv) lead out of the generator's header. The rv lead's terminal pin remained in the header as the insulation and conductors separated from the pin revealing just a bare conductor wire. The rv lead was capped and a new rv was implanted with no complications. The patient was stable before, during and after the procedure.